Event description:
The distributor became aware on 6/22/83 of an incident involving a pinnacle sheath while performing a pericardiocentesis on 6/16/93. Upon removl on 6/9/93, the pinnacle sheath broke, leaving approx. 6cm in the patient. The sheath had been left in place for antibiotic administration after a failed attempt at catheter insertion it was noted at that time that the sheaath continually bent and kinked. The physician stated this was believed to have been the contributing factor in the breakage. Patient was sent to surgery for a pericardial window and simultaneous removal of the detached segment. The procedure was completed and the patient's chronic debilitated state is unchanged due to metastatic cancerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.